Event description:
The facility reports while transferring the pt away from the bath and lowering the seat height to allow the pt's feet to rest on the chassis, the pt leaned forward and the hoist tipped (the brakes were on). No injuries were reported. The seat was approximately 100mm above the bath edge when it tipped.